Event description:
Material no.: 383531. Batch no.: 9157943. It was reported that during use of the bd nexiva¿ closed IV catheter system blood leaked from the extension tubing. It was clarified that this was due to breakage in the tubing. It was indicated that "the leakage was caused by a visible breakage in the tubing." The nurse was inserting the peripheral catheter upon successful insertion she noticed blood leaking from the extension tubing.

Manufacturer narrative:
H.6. Investigation summary: received a nexiva 24ga catheter-adapter extension set assembly along with a piece of top web (packaging) from lot number 9157943. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: traces of blood were observed throughout the components of the unit the pinch clamp was fully actuated damage (cut) on the extension set (at about 11mm from the wing adapter port) was found. The cut extended around both sides of the tubing. Pictures received revealed similar findings. Conclusion(s): indeterminate: a definite source that caused the damage on the extension tubing could not be determined. It is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 383531. Batch no.: 9157943. It was reported that during use of the bd nexiva¿ closed IV catheter system blood leaked from the extension tubing. It was clarified that this was due to breakage in the tubing. It was indicated that "the leakage was caused by a visible breakage in the tubing." The nurse was inserting the peripheral catheter upon successful insertion she noticed blood leaking from the extension tubing.